Event description:
It was reported that, "this revision was of a zimmer primary. The cable cutter broke during the surgery. A back up cutter was used. No adverse consequences to the pt."

Manufacturer narrative:
Method - review of device history and complaint history. Device history review indicates the reported device was manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database form was reviewed for similar reported events regarding a d/m flush cutter breaking. There have been no other events for the reported lot ID. A supplemental report will be submitted upon completion of the investigation.